Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use and the customer reported that intermittent pc boot-up issue. However, the service was provided by a third party. Therefore, no work was performed by philips and no additional information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy was non-functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.